Event description:
A customer contacted beckman coulter inc. (Bec) stating that they were receiving "wash concentrate canister did not fill in time" errors on the synchron lx20 pro clinical analyzer. The customer indicated that there was a small amount of wash concentrate leaking onto the canister lid. The leak was contained easily to lid and cleaned. No injury or operator exposure was reported for this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2011 and replaced the wash concentrate float switch and instrument was primed. Repair was verified per established procedures prior to returning the instrument into service. (B)(4).